Event description:
It was reported that during a da vinci-assisted surgical procedure, a 8mm fenestrated bipolar forceps instrument had damaged black conductor wire. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.